Manufacturer narrative:
Concomitant medical products: 4574, lead, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a rapid increase in right ventricular (rv) lead impedance. It was also reported there was an rv lead polarity switch and the r wave amplitude was slowly decreasing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is a plan in place for the lead to be closely monitored.